Event description:
It was reported that exposure control error displayed when entering cutting mode even though it homed properly. Two different handpieces were used and system was rebooted but error kept displaying. Surgery was completed using manual instrumentation.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation. The initial visual/functional investigation confirmed the reported event. Handpiece was characterized and log information was pulled. This determined that a piece of tape had been applied by sterile services on a mating part that prevented proper coupling when assembling the handpiece. Tape was removed and the handpiece was re-entered into surgery to simulate issue. The error message did not present itself again. Handpiece was run in diagnostic mode and no issues occurred. A device history record review found the device met all specifications during release for distribution. A complaint history review found no similar reports. This issue will continue to be monitored. The naviopfs system for unicondylar knee replacement (ukr) user's manual released at the time of the complaint provides instructions on cleaning/sterilization/storage techniques. This failure mode is identified in the navio risk profile. The root cause of this issue was found to be due to user error.